Event description:
Event description guidant received information that at the implant procedure, this pacemaker was unable to be successfully interrogated. The pacemaker was not implanted and returned for analysis.